Event description:
Customer reported the panorama central station was not communicating with the server which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the power supply and resolved the issue. Cleared error logs and rebooted system.